Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reports left side rupture. The device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient representative reported capsular contracture, baker grade unknown, "constant pain", "patient is worried with the possibility of having a major complication", "a palpable and painful lymph node in the left axilla", "intense panic and anxiety crisis", and chronic inflammation. Treatment with antibiotics was given.